Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia and received insulin flow blocked alarms. The customer blood glucose level was 468 mg/dl. Declined troubleshooting for high blood glucose level. The issue was resolved by changing the complete set. The reservoir and the insulin pump will not be returned for analysis.